Event description:
Pt reported that obtaining a blood glucose result of 76 mg/dl, while using the suspect device. Pt indicated that, at the time the result was obtained, he was not feeling well (sweating, tired, and dizzy). Based on symptoms, pt reportedly sought treatment at a hosp. Pt noted that, 15 minutes later, blood glucose measured "hi" on a hosp blood glucose monitor. Five minutes later, pt's blood glucose reportedly measured 485 mg/dl, in the facility's lab. Pt stated that, he was subsequently admitted to the hosp, for treatment of high blood glucose. Pt reportedly remained hospitalized for 3 days, during which, he was treated with insulin (amount and administration route not provided). Quality control testing had not been performed on the suspect device. Technical support requested the return of the suspect product and replacement product was shipped.